Manufacturer narrative:
Age, weight and ethnicity: unknown /not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date : unknown/not provided. Email address: unknown/not provided. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has a complaint about diopter error. Surgeon targeted emmetropia for intraocular lens (iol) power, but post-operative refraction is sph -0.50 which resulted in myopic refraction. In addition, the patient cannot see far vision when driving. The surgeon explanted the original iol and replaced it as they believed the lens had a power error. Account did not provide any information regarding the replacement iol. Vision pre-operative: far: 0.8 near: j4 (decimal) and vision post-operative: far: 0.5 near: j2. No further information was provided.